Event description:
It was reported that 2 bd maxzero¿ needleless connectors leaked during use. The following information was provided by the initial reporter: "max zero leaking, two from same lot, pulled from shelf."

Manufacturer narrative:
H6: investigation summary : the customer reported that there is leakage, and returned 2 opened and 3 unopened mz1000-07s. The samples were tested with an in-house stopcock and extension set, and flushed with water. None of the 5 maxzeros were found to leak, and the complaint was not verified. A device history record review for model mz1000-07 lot number 21025484 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 07feb2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause is unknown without a replicated failure. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd maxzero¿ needleless connectors leaked during use. The following information was provided by the initial reporter: "max zero leaking, two from same lot, pulled from shelf."